Event description:
It was reported that during use of the bd plastipak¿ syringe 10ml luer-lok¿ the syringe exploded as the plunger was squeezed leaking medication. The following information was provided by the initial reporter, translated from portuguese to english: the employee aspirated 10ml kcl with the 25x12 syringe and needle and was injected into a serum bag. The syringe exploded as the plunger was squeezed, dirtying the clerk and medication counter.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process is validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe 10ml luer-lok¿ the syringe exploded as the plunger was squeezed leaking medication. The following information was provided by the initial reporter, translated from portuguese to english: the employee aspirated 10ml kcl with the 25x12 syringe and needle and was injected into a serum bag. The syringe exploded as the plunger was squeezed, dirtying the clerk and medication counter.